Event description:
On 03/02/1999, the MFR rec'd a medwatch report from the food and drug administration that states the following: female cancer pt with history of a previous malfunction on 03/03/1998. (Device burst) was taken to same day surgery for replacement of a non-functioning device. The device would not flush and appeared to have clotted off. The physician replaced it rather than risk forcing it open, which could have caused a rupture or leak of the device. The pt was not injured in any way and was discharged in satisfactory condition. The reporter requested anonymity; therefore, the MFR is unable to obtain additional info and/or return of the device to the MFR for analysis. No further details were provided.